Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent and kinked cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached "high" (>500 mg/dl) less than 4 hours after the pod was activated. Upon removal she noticed the cannula was slightly bent and kinked. She was able to activate a new pod and gave a correctional bolus of insulin. Two hour later her bg dropped to 180 mg/dl.